Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 implantable tachy lead, 1998 (B)(6); 5076-52 implantable pacing lead, 2009 (B)(6); 419488 implantable pacing lead, 2009 (B)(6). (B)(4).

Event description:
It was reported that the device was interrogated because the patient received shocks. Upon interrogation of the device, there was no wireless telemetry and it could not be interrogated. It was found that the device had two power on resets which occurred at the same time as the shocks. A high voltage issue was suspected as the device reads in the observation window that detections are off when they are not. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead thresholds increased. The lead was capped and replaced. It was also reported that during the ablation procedure, the atrial lead dislodged and the physician could not reposition it. The atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated a memory error for a ram (random access memory) integrated circuit. Analysis of the device memory indicated the electrical reset alert. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.